Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was not returned for evaluation. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Controller log files were not available for analysis. As a result, the reported power switching, beeping, and "double disconnect alarm" events could not be confirmed. A power source lubrication procedure had been performed on the battery on (B)(6) 2019 and on the other battery on (B)(6) 2019 in accordance with the requirements under fsca cvg-18-q4-19. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event after lubrication can be attributed, but not limited, to communication errors and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. However, the most likely root cause of the reported beeping event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the reported "double disconnect alarm" can be attributed to a controller loss of power, which may be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional product: d4: (B)(6), h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4 (B)(6),h3: yes h6: FDA method code(s):10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated the controller serial number (B)(6), manufacture/expiration date and UDI number. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019/ serial #: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 27-jul-2020. Device evaluated: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 07-oct-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019/ serial #: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 27-jul-2020. Device evaluated: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 15-oct-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Additional information has been requested regarding the controller serial number/UDI/expiration and manufacture date of this report, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard random beeping while was connecting the batteries to the controller. The two batteries and the controller were experiencing power switching, one of these batteries exhibited double disconnect alarm. The batteries were exchanged and the controller remains in use. No patient complications have been reported as a result of this event.